Event description:
There was an occurrence regarding the free flow. The rn loaded the IV tubing and pushed in the blue to blue "aread" while releasing the blue lever. The IV was not yet connected to the patient and the roller clamp was not engaged. There was free flow of the medication.